Event description:
On (B)(6) 2009 the pt reported receiving an e7 (electronic) error in the middle of the night. She stated that she changed the battery and the e7 recurred and she switched to her backup infusion device. The pt was instructed to insert a new battery and the infusion device continued to beep and display was blank. The pt removed and reinserted the battery with the same results. She stated that the pump had not been exposed to static electricity, water, or electromagnetic fields. She stated that a "few" weeks ago the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and less than 20 units of insulin was spilled into the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.